Event description:
Brazil. Allegedly, the left breast implant, implanted in (B)(6) 2020, presented signs consistent with device rupture and gel fracture, along with bilateral implant rotation. Sn: (B)(6).

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for complaint: rotation.